Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot, however no response was received.